Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had electrical error 50 and switching off alone. It is unknown the circumstances under which the event occurred; however there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse performed an inspection. The vacuum pump was disassembled and found the pressure block needed replacing because the air ventilation was dirty and overheating was occurring. The vacuum hose, vacuum/pressure compressor and pressure hose were ordered to be replaced. All final tests were passed to factory specifications, and the unit released for use as all tests in the service mode were passed, cycle tests were run for 45 minutes and also passed. (B)(6). It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had electrical error 50 and switching off alone. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.